Manufacturer narrative:
As reported, a 5x20mm 0.014 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter was inserted and inflated, however it ruptured. The procedure was completed successfully. There were no reported patient injuries. This was a balloon pulmonary angioplasty (bpa) case. There were no anomalies confirmed with the device and in the lesion. The device was stored, handled and prepped per the instructions for use (IFU). The device prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon did not inflate normally. The balloon catheter was removed easily and intact. The target lesion was the pulmonary artery. The vessel was moderately tortuous. There was ninety nine percent stenosis. The device was not used for a chronic total occlusion. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17761940 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderately tortuous pulmonary artery with 99% stenosis) and procedural/handling factors (off-label use) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ additionally, the IFU states, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature.¿ usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an aviator plus was inserted and inflated, however it ruptured. There were no reported patient injuries. The procedure was completed successfully. This was a balloon pulmonary angioplasty (bpa) case. There were no anomalies confirmed with the device and in the lesion. The device was stored, handled and prepped per the instructions for use (IFU). The device prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon did not inflate normally. The balloon catheter was removed easily and intact. The target lesion was the pulmonary artery. The vessel was moderately tortuous. There was ninety nine percent stenosis. The device was not used for a chronic total occlusion. Additional procedural details were requested but are unknown.